Manufacturer narrative:
No product was returned for evaluation. No product malfunction was alleged. Lot release records were reviewed and the product lot met all acceptance criteria.

Event description:
The patient¿s pharmacy reported that the patient had passed away (date of death was not provided). There was no further information provided.